Event description:
It was reported during a surgery, the tip of the driver broke when inserting the screw. The driver fragment remains in the patient. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00361 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.